Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was receiving saline via an implantable pump. It was reported that the catheter fell out of the intrathecal space. There were no environmental, external, or patient factors that may have led or contributed to the issue. Fluoroscopy images were taken to diagnose the issue. The catheter was then completely replaced and the issue was resolved. The patient's statuswas "alive - no injury". No further issues were reported or anticipated.